Event description:
It was reported that the patient had pain in her leg since 2013. The tens unit that the patient had was recommended for her leg and ankles. Information about ankle wounds that the patient had received continual wound care for was omitted due to the fact that it was unrelated. The patient had a loss of therapeutic effect and experienced a return of shaking that had occurred since august 2014. An eos/eol message was reported on 2015 (B)(6). The implantable neuro stimulator (ins) was checked yesterday, however, it was unknown when the last time the ins was checked using the programmer so it was unknown when the ins initially reached eri. It was recommended that the ins be replaced but the patient didn¿t want it replaced. The patient was to be scheduled for a battery replacement. It was unknown if the patient had a 50% or greater symptom reduction. Patient status remained unknown as the patient was ¿lost to follow-up and was last seen in 2010." Further follow-up is being conducted to obtain information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).